Event description:
No additional information provided by the customer.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. Date of event is unknown. Additional information will be provided if available.

Event description:
It was reported that the duodenovideoscope used on the initial patient for a planned stent placement did not actually deliver a stent. After being used on subsequent patients, a stent unexpectedly emerged from the endoscope during or after a procedure where no stent was intended. This suggests the stent may have remained inside the endoscope for multiple procedures. The issue occurred during an unspecified procedure. There were no reports of patient harm.